Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that log files review captured low flow events on (B)(6). Lab results are stable. Patient reported feeling like heart was pounding when the alarms occurred. Log file review from (B)(6) 2023 and at that time the flow ranged from 3.2 to 9.9 lpm with an average of 6.0 lpm. On (B)(6) 2023, file showed a flow average of 4.2 so it appeared patient¿s overall flow trend was downward. Computed tomography (CT) angiography showed a thrombus in the inflow and outflow grafts. It was later reported that the patient underwent a pump exchange on (B)(6) 2023. The patient was progressing as expected post the exchange.

Manufacturer narrative:
Section d1 brand name: corrected. Section d4 catalog number: corrected. Section d4 primary UDI number: corrected. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of suspected inflow cannula and outflow graft thrombus could not be confirmed. Additionally, review of the submitted log file confirmed low flow events; however, a specific cause for these events and a direct correlation to the suspected thrombus could not be conclusively established through this evaluation. The submitted log file captured low flow events on 22sep2023, 23sep2023, and 25sep2023. No notable trend in estimated flow or other pump parameters was observed. The pump appeared to have operated as intended throughout the duration of the file. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C and the heartmate ii lvas patient handbook, rev. C are currently available. Section 1 of this document, ¿introduction¿, lists device thrombosis as an adverse event that may be associated with the use of heartmate ii lvas. This section also provides an explanation of all pump parameters, including pump flow. Section 1 and section 6 of the IFU, ¿patient care and management¿, outline indications of pump thrombosis as well as how to respond to such events. Section 6, under "anticoagulation", also contains information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range, as well as suggested anticoagulation modifications. Section 4, ¿system monitor,¿ provides more information regarding all pump parameters and describes situations which may result in a low flow hazard alarm, including changes in patient conditions. Section 6, under "pump performance monitoring", explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling and also explains that pump flow is estimated from pump power, and addresses the assessment of pump flow. Section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all hazard and advisory alarms, as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.